Manufacturer narrative:
The unit was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had scratches on his pump that were affecting the customer being able to see the screen clearly. The customer's blood glucose was 236 mg/dl. The customer stated that the screen was scratched up and that the letters were fading. The customer stated that it was hard to read the screen. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to back up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent.